Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced continual leakage of cerebrospinal fluid and an infection. The device was removed and the leak was repaired. The patient is recovering in the hospital.